Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the migration was not determined. The patient is scheduled for a revision surgery on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6)2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6)2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced an increase in pain and that stimulation was not covering the painful areas. Reprogramming did not resolve the issue. A fluoroscopy exam revealed that both of the patient's leads had migrated to the t5 vertebrae. A revision surgery was being planned. No further complications were reported.